Event description:
Per the clinic, the patient experienced an infection and extrusion of receiver/stimulator over the mastoid (specific date not reported). Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 12, 2022.